Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had audio issue. Customer's blood glucose value was 10.3 mmol/l at the time of the incident. Customer stated that the insulin pump did not give audio signals when there was an active alarm. Customer stated they did not hear the differences between the two audio beep volumes. The device will return for analysis

Manufacturer narrative:
Device passed the displacement test and self test. No audio anomalies or pump error 63 alarms noted during testing. Audio levels changed when adjusted. No pump error 63 alarms found in device history file. Audio/vibrate anomaly/absence of alarm not confirmed. Pump error 63 not confirmed.